Manufacturer narrative:
An attempt was made to reproduce the issue by generating the reports for the user for a time range of 04-17-2025 - 04-30-2025 in carelink support application and observed that this is expected. Not confirmed: testing and/or analysis conclude that the issue observed by user is expected behavior. The root cause of this issue: as of the praas 5.7 release, a new logic was implemented within enhancement esf (B)(4) - to identify set change events more accurately. According to this logic, praas we' register a set change only when the following conditions are met: - tubing fi > 0. - cannula fi (or fixed prime) ¿0. - these events must occur within 12 minutes, starting from the rewind event. This 12-minute window was not arbitrarily chosen. It was established based on analysis of real user behavior, where the typical duration to complete a set change (from rewind to cannula fi) generally fa's within 12 minutes. The logic assumes that if the steps are performed in a timely manner - without extended delays - they should comfortably fa within this timeframe. Example case review 21/04: rewind: 9:37, fi' tubing: 9:43, cannula fi': 9:56. Elapsed time: 19 minutes, exceeds 12-minute window, not identified as set change 25/04: rewind: 4:52, fi' tubing: 4:54, cannula fi': 5:08. Elapsed time: 16 minutes, exceeds 12-minute window, not identified as set change since these events exceeded the allowed window, they were not paired by praas and thus not shown as set changes in the daily/ weekly reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under "sw requirement doc". Steps to resolve or recommendation: the current system is working as designed. To ensure set change events are correctly. Logged in the daily report: the user should aim to complete a three steps (rewind, fi tubing, cannula fi) within 12 minutes. If steps are delayed beyond that, the system cannot reliably determine that a complete set change occurred, and the alert we not be shown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the pump data was missing in the carelink daily report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical interventions were reported. No product return is required for acc-7333.